Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer reported issue was a constant alarm that disposable wasn´t recognized. The customer reported issue was able to be confirmed through functional testing. The cause of the reported issue was a defective microswitch. The reported issue was solved by renewing the microswitch. Device will be sent back to the customer after completion of the repair work and functional test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a constant alarm about the set not being recognized. Four sets were tried. The issue occurred during set up, before use. There was no patient involvement, and no patient harm/adverse event reported.